Event description:
It was reported that the patient had respiratory failure attack two weeks after the pump was implanted. The health care provider in the intensive care unit thought it was related to the medication. The patient¿s physician thought the patient had ¿reaction from stuff that they spraying in the fields.¿ the patient was allergic to morphine, but was told the morphine reacted differently in the pump.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).